Event description:
It was reported that during a procedure, with a pt under anesthesia, no light was emitting from the fiber, however, the user reported that smoke was emitting from the fiber connection point. Add'l info is not available. "No injury to pt" was reported.